Manufacturer narrative:
Follow up information received from the medical doctor. Event term was amended from r tubal perforation to r tubal perforation 305 device. Medical doctor stated the right 305 tubal perforation was likely due to tissue injury which occurred during the first 505 (essure 505) attempt (broken catheter). Follow up from (B)(6) 2015: no new information was received. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient had essure 305 (fallopian tube occlusion insert) inserted and experienced right tubal perforation 305 device. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the right tubal perforation was diagnosed about 136 days after essure 305 insertion. Given a compatible temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident as an intervention was required (bilateral salpingectomy). Further information (uterine perforation questionnaire) and product technical analysis are being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-dec-2014 which refers to a (B)(6) female patient who had essure 305 (fallopian tube occlusion insert) inserted on (B)(6) 2014 permanent contraception. Patient also had essure 505 inserted and during placement procedure the catheter broke off in fallopian tube (device malfunction) (B)(4). Her ethnicity was caucasian. Her (B)(4). An hsg (hysterosalpingogram) was performed on (B)(6) 2014 and showed that the right device coiled back on itself. On (B)(6) 2014, patient underwent a bilateral salpingectomy; a right tubal perforation with essure 305 was diagnosed (considered as severe and as another medically important serious event). Essure was removed and patient recovered from the right tubal perforation. Follow-up received on 18-dec-2014: essure lot number (b66014) was received. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient had essure 305 (fallopian tube occlusion insert) inserted and experienced right tubal perforation. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the right tubal perforation was diagnosed about 136 days after essure 305 insertion. Given a compatible temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident as an intervention was required (bilateral salpingectomy). Further information (uterine perforation questionnaire) and product technical analysis are being sought.

Manufacturer narrative:
Follow-up information received on 15-feb-2016 from physician: the onset date of the event right tubal perforation was (B)(6) 2014. It was considered severe and not related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient had essure 305 (fallopian tube occlusion insert) inserted and experienced right tubal perforation 305 device (hsg indicated possible malplacement). This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the right tubal perforation was diagnosed about 136 days after essure 305 insertion. According to follow up information, the investigator assessed the event as serious and unrelated to essure. Considering the compatible temporal relationship and the event nature, the company considers that a causal relationship between this event and suspect insert cannot be excluded in disagreement with the investigator. This case was regarded as incident as intervention was required (bilateral salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 15-jun-2015: the patient was gravida 1 and para 1 (she had no c-section). She had no previous gynecological interventions. On (B)(6) 2014, essure ess 305 was inserted. Her last menstrual period was in the same day of insertion. The patient was not breastfeeding at time of the procedure. The insertion procedure was considered easy with good visualization of tubal ostium. The physician applied oral norco, valium and phenergan; cervical dilatation was also done. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. After the procedure, the patient had no complaints. On (B)(6) 2014, the hsg test was done and showed incorrect essure position and tubal occlusion. A perforation occurred on unilateral right side, the perforation did not occur during cervical dilation or prior the esure insertion; according to the physician, the perforation occurred before the deployment. On (B)(6) 2014, a bilateral salpingectomy via laparoscopic was done and confirmed right side perforation. Essure in left tube was in good position. According to the physician, the device removal was due to patient request, it was not medically necessary. No pathology results were provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient had essure 305 (fallopian tube occlusion insert) inserted and experienced right tubal perforation 305 device (hsg indicated possible malplacement). This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the right tubal perforation was diagnosed about 136 days after essure 305 insertion. Given a compatible temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident as intervention was required (bilateral salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Ptc investigation result was received on 10-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot number b66014 production date: 8/2013 expiration date: 8/2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to a similar type of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 12-may-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient had essure 305 (fallopian tube occlusion insert) inserted and experienced right tubal perforation 305 device. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the right tubal perforation was diagnosed about 136 days after essure 305 insertion. Given a compatible temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident as an intervention was required (bilateral salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.